Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the blood pressure indices were not displayed. The customer tried to change the insertion position and the switched out the console, but the situation did not change. They then replaced the iab with a new one. To continue therapy. The customer stated that the optical fiber was broken, but it was not necessary to inspect and direct the actual product. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath, and in the stat gard sleeve. The returned sheath was over the catheter. A kink was found on the catheter tubing approximately 55.88cm from the iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 44.45cm from iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath, and in the stat gard sleeve. The returned sheath was over the catheter. A kink was found on the catheter tubing approximately 55.88cm from the iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 17.5cm from iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).